Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight fluctuation. Concurrent conditions included mthfr deficiency and cervicitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("other" please describe: bloating"), weight fluctuation ("other" please describe: weight fluctuations"), cervical cyst ("nabothian cysts") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the abdominal distension, weight fluctuation, alopecia, cervical cyst and adnexa uteri cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, cervical cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: paratubal cyst. Most recent follow-up information incorporated above includes: on 12-feb-2020: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), dysmenorrhea (cramping), hair loss, nabothian cysts and paratubal cyst. Lot number, event onset date were added. Outcome for events pain, abnormal bleeding, dysmenorrhea, dyspareunia and fatigue were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight fluctuation. Concurrent conditions included mthfr deficiency and cervicitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("other" please describe: bloating"), weight fluctuation ("other" please describe: weight fluctuations"), cervical cyst ("nabothian cysts") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the abdominal distension, weight fluctuation, alopecia, cervical cyst and adnexa uteri cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, cervical cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), abdominal distension ("other" please describe: bloating") and weight fluctuation ("other" please describe: weight fluctuations"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, fatigue, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, fatigue, weight fluctuations, bloating. Reporter information, date of birth, lab data were added. On (B)(6) 2019: no new clinical information. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.